Event description:
One epinephrine had a yellow stop caller while the second one did not have the yellow stop collar [device issue] . No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device issue and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 29-oct-2024, amneal pharmaceuticals received information from the patient's father via a telephonic call concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine auto-injector). Additional significant information (#1) received on 13-nov-2024 included qa investigation report. The patient was being treated with epinephrine auto-injector (strength, dose, frequency, route, and therapy dates were not reported) for an unknown indication. Concurrent conditions, concomitant medications, medical history, allergy, history of procedures, smoking, alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that the nurse was demonstrating how to administer epinephrine injection to the consumer while in school, the nurse noticed that out of the two epinephrine injections, one epinephrine had a yellow stop caller while the second one did not have the yellow stop collar. Further didn't provide the ndc# but confirmed the manufacturer name as amneal pharmaceuticals. On 13-nov-2024, quality investigation report was received. The conclusion of the investigation report is as following: amneal product complaints received a product complaint for epinephrine auto-injector strength and lot unknown, ¿yellow stop collar stop collar is missing¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿other ¿ missing component¿. A cmo pfizer investigation was not warranted as the reported complaint was related to the assembly of the epinephrine auto-injector at the cpo phillips. The cpo phillips performed an investigation. Phillips performed an investigation on the epinephrine auto-injector strength and lot unknown. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint pc-amn-24-0353 and the manufacturing process at pmm. Once a stop collar is attached to the drive rod, there are multiple physical visual inspections as well as validated automated vision systems that inspects for a yellow stop collar, as described under the current process section above. As part of the corrective actions and preventative actions identified from car 3723 in 2020, there has been no reported occurrence for failing missing stop collar challenge part executed at sol and eol line checks, no reported missing stop collar on a sdeai unit during an in-process visual inspections, and no reported missing stop collar on a sdeai unit during lot release testing. The revalidation of the final vision machine has proven to have a confidence of 99% and reliability of 99%. No retain sample/testing was conducted since the lot and batch are unknown for this complaint. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. There have been 5 other, similar complaints reported in the complaint category ¿missing component¿ in the past 24 months. The 5 similar complaints were determined not to be manufacturing related. The complaint sample was not returned for evaluation. A root cause related to user error could not be determined as details for the reported complaint were vague, the lot number was not provided, and the complaint sample was not returned. To note on june 01, 2020 amneal issued a product safety advisory (psa) whereas certain lots of epinephrine injection, usp auto-injector 0.3 mg may be missing its yellow ¿stop collar¿ potentially causing medication overdose. All affected lots which were identified under the psa were manufactured in 2019 and 2020 and have since expired. The investigation associated with epinephrine injection usp auto-injector strength and lot unknown for the complaint category ¿ other ¿ missing component, for the reported complaint ¿yellow stop collar is missing¿ confirmed that all auto-injectors released to market were manufactured in accordance with approved batch records. A retain review was not performed as the lot was unknown. The complaint sample was not returned for evaluation. There were no issues related to the manufacturing process that were determined to be attributed to the reported complaint. The investigation concluded that all lots released to market were manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter assessed the causality of device issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.